Event description:
It was reported that: patient is experiencing pain in his left hip along with inflammation. Patient states that the pain started a month ago along with hearing a grinding and squeaking noise. Patient is reporting that he has seen the surgeon, has had the blood work, MRI and x-rays done and is awaiting results.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 34095901; trident 0deg x3 insert 36mm ID, cat# 623-00-36e, lot# mka36r; trident hemispherical cluster hole shell, cat# 502-11-54e, lot# 35992104; delta v-40 ceramic head 36/-5, cat# 6570-0-036, lot# 36162301; 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mkdmrm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.